Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a novasure endometrial ablation was completed on (B)(6) 2019 and the patient was discharged. On (B)(6) 2019 the patient called the physician with abdominal pain. The physician advised the patient to take the prescribed pain medication, which she had not yet, and to call back if the pain worsened or persisted. On (B)(6) 2019 the patient reported worsening pain and was instructed to go to the emergency room where she was found to be febrile with evidence of peritonitis. A CT-scan demonstrated a fluid collection and the patient was taken to the operating room for a diagnostic laparoscopy. The uterine fundus appeared blanched and thermal injury associated with perforation was identified on the ileum which was resected and primary anastamosis was performed. The patient was steadily improving.